Event description:
The pt's husband reported that he came home to find the pt on the floor. She was awake and she reportedly had hit her head and could not get up. He checked her blood glucose level at the time and stated that it was 56 mg/dl. He reportedly gave the pt some food and no other medical intervention or attention were sought. He reports that the pt saw an hcp the week prior to falling. Through troubleshooting, there were no insulin leaks or bubbles and the total daily doses matched the set basal rates. There is no evidence of a pump malfunction although the reporter agreed to contact an hcp regarding treatment for the elevated blood glucose levels and to discuss possible site issues.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1: 06/08/2016. Device evaluation: the pump has been returned to animas and evaluated on 06/02/2016 with the following findings: the pump¿s black box data from the date of the alleged event had been overwritten due to continued use of the pump. The date in the current black box showed no issues with insulin delivery or variances between the amount delivered and the expected amount. The pump performed the prime steps with no issues. The pump passed a delivery accuracy test and was found to be delivering within the required range.